Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the video telescope "endoeye hd ii", to olympus repair center for evaluation of a reported flickering and colored image. The issue was found during procedure. No patient injury or harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, as well as corrections to b5 and g2. The information included in b5, and g2 was inadvertently omitted from the initial medwatch report. Please see updates to b5, g2, h3, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, the device evaluation confirmed that there were horizontal stripes in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image issue (horizontal stripes) was due to a damaged video cable. Additionally, it¿s probable the damaged video cable was due to wear and tear. The final root cause of this event and of the flickering/discolored image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was completed using the subject device.